Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states that one of the straps are torn apart from the body of the sling.